Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of horizontal lines across display was confirmed and duplicated during product evaluation. The root cause was assigned to lines on the main display. The main display was replaced in order to correct this condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. This issue is being investigated through CAPA.

Event description:
The facility reported a colleague infusion pump with a malfunction of horizontal lines across the display. This condition had the potential to interrupt delivery. The event was reported to have occurred during programming / setup. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. The user interface module software version of this pump is currently unknown. No additional information is available.